Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part # 04.117.502s, lot # 56p3178, manufacturing site: (B)(4), release to warehouse date: june 15, 2020, expiry date: may 1, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal humeral fracture with the plate. When the surgeon was bending the plate, it broke. The cause of the breakage might be that the surgeon bent the same part of the plate several times. Another plate was used, and the surgery was completed successfully within thirty (30) minute delay. The patient was reported as stable. This report involves one (1) 2.7/3.5mm ti va-lcp medl dstl hum pl/2h/lt/82mm-med-ster. This is report 1 of 1 for (B)(4).